Event description:
It was reported that one day post implant the right ventricular (rv) lead had no capture at maximum outputs due to a confirmed x-ray. The lead was revised the next day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 device, implanted: (B)(6) 2015. (B)(4).